Event description:
Reporter alleged when trying to use the lancet device, after priming it, the needle stuck out of the end of the device after firing the button. No actions or treatment was received reportedly as a result. A request was made for the return of the suspect product and replacment product was sent.